Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she experienced diabetic ketoacidosis and high blood glucose level, therefore she took a correction bolus via pump, but it was not effective, so in the morning of (B)(6) 2019, she went to the emergency room with blood glucose level of 400 mg/dl. Reportedly, she took regular meal bolus for dinner that night. While in the emergency room, the glucometer reading was high, therefore the doctors removed the infusion set and discovered that the cannula was bent which was the suspected cause of not receiving insulin. She also had ketone level but was unsure about the level of ketones. Further, she received fluids and insulin as corrective treatment to lower down blood glucose level. After spending 4 hours in the emergency, around 01:30 pm the patient was admitted to the hospital with blood glucose level of 500 mg/dl, diabetic ketoacidosis and she was unwell. Her highest blood glucose level was over 600 mg/dl. During hospitalization, she received fluids intravenously, insulin, potassium and magnesium as corrective treatment which resolved the issue. The patient had bruising from all the intravenous and blood draws. On (B)(6) 2019 around 02:00 pm, she was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.